Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient was incarcerated and had not charged their system for an extended period of time. As a result, the ipg became inoperable. The patient underwent a procedure on (B)(6) 2022 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.